Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A slippage with a mayfield ultra base unit was reported on an adult patient during an unspecified procedure. There was no injury involved with this event.